Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. The receiver download showed unexplained power on event was observed on incident date (B)(6)2017. Performed global receiver test: passed all relevant testing. Case opened for battery and interior inspection: moisture damage found on lcd cable. The complaint was confirmed for receiver ceases to function due to an indication was found within the investigation window. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.